Event description:
It was reported that one bmc transseptal sheath was selected for being used, however the three-way stopcock on the sheath was broken. The procedure was completed with another of same device and no patient complications occurred. The device is not expected to return for laboratory analysis since it was discarded in facility.